Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for three patient samples tested on a cobas e 801 analytical unit. The initial results were 100 ng/ml. The repeat results were 36 ng/ml. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The field service engineer (fse) found that the issue was due to a misaligned reagent probe. The fse performed an instrument health check, verified the main gear pump pressure and rinse volumes, and performed all probe adjustments. The fse then performed a successful instrument check. The investigation determined that the service actions resolved the issue.